Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's infusion device displayed e2 (battery empty) without first displaying w2 (battery low). The history in the device was checked and does not show that w2 was provided. The patient has lost confidence in the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore the w2 error message was anticipated. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.